Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a high reading of 270 mg/dl, and it is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with lantus-a long-acting insulin (dose-unspecified). The customer who went in a hospital for a scheduled imaging visit, experienced symptoms described as difficulty in speaking and standing, dizziness, blurred vison, and sweating. The customer was unable to self-treat and requiring intervention from 3 healthcare professionals (hcps) who obtained glucose readings of 35 mg/dl and 72 mg/dl on an hcp meter device. It was also reported that glucose readings of 43 mg/dl and 46 mg/dl were obtained on a competitor brand meter device. The customer received honey crackers, bottles of orange, and peanuts provided by the hcp for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.